Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number #2916596-2020-03558 the vad coordinator had two new 14v lithium ion batteries with corrosion on metal contacts. It was recommended not to use batteries on a patient. No patient was involved. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of corrosion on the metal contacts of the 14v battery (serial number: (B)(6)) was confirmed. Visual inspection of the returned battery revealed corrosion on several of the metal contacts. The 14v battery was functionally tested and found to operate as intended during analysis. The corrosion did not affect the functionality of the battery. The root cause of the reported event could not be conclusively determined through this analysis. The 14v battery was inspected and accepted into storage location on 24jun2019. (B)(6) was shipped to the customer on 09aug2019. Heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting/cleaning the contacts on the 14v batteries. Heartmate iii patient handbook section 1 ¿introduction¿ stated that the ¿heartmate iii system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate 3 shower bag must be used while showering to keep the system controller and batteries dry. Section 2 ¿how your heart pump works¿ informs the user to ¿never submerge the driveline, system controller, or any external system components (such as the mobile power unit, batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the pump to stop.¿ heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.